Event description:
It was reported that the thresholds had been gradually rising. The physician decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2005.